Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the defective event was caused by stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation the customer¿s allegation was confirmed. In addition to adhesive part of the objective lens has peeled off, additional evaluation findings are as followed: due to looseness of insertion pipe connection between insertion pipe and control unit was not secured, bending section cover had a scratch, due to deformation of insertion pipe connection between bending section and insertion pipe was not secured, bending tube was deformed, video connector had a scratch, video connector had a crack, video connector case had a scratch, video connector case had a crack, video connector(slave side) had a scratch, video connector(slave side) had a crack, video connector case had stain, video connector case had a scratch, light guide cover glass had a scratch, indication on light guide connector was not correct, light guide connector had a scratch, switch 1 had a scratch, right/left lever had a scratch, angulation lever had a scratch, right/left plate had a scratch, up/down plate had a scratch, grip had a scratch, control unit had discoloration, control unit had a scratch. Adhesive on bending section cover had a chip, objective lens had a scratch, and due to damage switch 1 did not work. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the deflectable videoscope had shaking of the insertion part connection. During the evaluation the following reportable malfunction was found: adhesive part of the objective lens has peeled off. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.